Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2021301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during a diagnostic coronary procedure. As a result, hemostasis was achieved via 20 minutes of manual compression. There was no reported injury to the patient and the patient had successfully recovered post procedure. The femoral artery was accessed for the procedure and was reported as moderately tortuous. A retrograde approach was made from the femoral artery with an unknown 5f catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. Prior to use, the myngrip vcd was prepped per the instructions for use (IFU). Information regarding when the balloon lost pressure and possible sheath damage was requested but is not available, and the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during a diagnostic coronary procedure. As a result, hemostasis was achieved via 20 minutes of manual compression. There was no reported injury to the patient and the patient had successfully recovered post procedure. The femoral artery was accessed for the procedure and was reported as moderately tortuous. A retrograde approach was made from the femoral artery with an unknown 5f catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. Prior to use, the mynxgrip vcd was prepped per the instructions for use (IFU). Upon removal of the device, the balloon remained in one piece and the patient did not show any signs of distal blood flow occlusion. Information regarding when the balloon lost pressure and possible sheath damage was requested but is not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position. The procedure sheath was returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported event. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to prep the device correctly, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during a diagnostic coronary procedure. As a result, hemostasis was achieved via 20 minutes of manual compression. There was no reported injury to the patient and the patient had successfully recovered post procedure. The femoral artery was accessed for the procedure and was reported as moderately tortuous. A retrograde approach was made from the femoral artery with an unknown 5f catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. Prior to use, the mynxgrip vcd was prepped per the instructions for use (IFU). Upon removal of the device, the balloon remained in one piece and the patient did not show any signs of distal blood flow occlusion. Information regarding when the balloon lost pressure and possible sheath damage was requested but is not available, and the device will be returned for evaluation.